Event description:
Updated summary: customer reported having a low blood glucose while driving. Customer got into a car accident. Low was treated with glucagon. Emergency room doctor reported customer had a low and passed out. Customer was taken to the emergency room at 7:50pm. Doctor alleged over pump over delivery. Per case-(B)(4), sensor glucose was 50mg/dl while blood glucose was 32mg/dl. Time of the accident was 7pm. Blood glucose value at the time of emergency room visit was 70mg/dl. Troubleshooting was done. Customer will discontinue the pump and return it under case-(B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 60 mg/dl. The customer was in the hospital due to car accident and had a low blood glucose and also passed out. The customer reported hypoglycemia, pass out was treated with glucagon during emergency room visit. The event involved products mmt-7040a, unomedical, mmt-332a, mmt-1884. Troubleshooting was performed, and the customer was using the auto mode/smartguard feature at the time of the event also, the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884.